Event description:
The patient was prone on the table and was prepped and draped in the usual manner. Aspiration and core biopsies were obtained using the cook bone biopsy needle 11.0-10.0 m 2 . The bone was exceedingly hard requiring a greater than usual amount of effort to obtain the marrow specimen. This resulted in one tine of the needle breaking off and being left behind in the bone.